Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and will boot. A global receiver test was performed and resulted in no failures related to the patient's complaint. The receiver log was downloaded and reviewed, and "reboot receiver/error recovery" without "user" shutdown followed by "screen recoverable error alarm" was observed in the data log. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.